Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("menorrhagia (bleeding b/w periods)") and cyst ("cysts") and was found to have uterine leiomyoma ("fibroids"). The patient was treated with surgery (surgery performed to remove essure). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation, cyst and uterine leiomyoma outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia and metrorrhagia had resolved. The reporter considered abdominal pain, cyst, device dislocation, dysmenorrhoea, dyspareunia, menorrhagia, metrorrhagia, pelvic pain and uterine leiomyoma to be related to essure. The reporter commented: discrepancy note date of insertion: (B)(6) 2008, (B)(6) 2008. Patient received treatment for migration, abdominal pain, pelvic pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse). Menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods) cysts, fibroids. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2008: essure confirmation test (unspecified) showed bilateral occlusion. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received: previously reported event of injury nos was replaced with migration. New events added - abdominal pain, pelvic pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse). Menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods) cysts, fibroids. Event outcome added, abdominal pain, pelvic pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse). Menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods). Essure insertion date updated. Reporter information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.